Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not retract. The pod was worn longer than 48 hours.

Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the exposed portion of the soft cannula found the hard cannula protruding past the distal tip of the soft cannula. The linkage assembly was found to not be fully deployed and never retracted back to the expected position. Inspection of the linkage assembly components found no physical defects or deficiencies. The needle mechanism was reset using the lock and load fixture and upon deployment replicated the original needle mechanism failure. This indicates the mechanism spring was inadequate to provide the required force to fully deploy and retract the linkage assembly, leading to the exposed needle. Correction to d(4): lot number changed from unavailable to l45416. Catalog no changed from zxy425 to zxp425. Model no changed from 14810 to 19191. Expiration date changed from unavailable to 7/12/2021. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 1/12/2020.